Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. A guide catheter containing a coil, a fragment of guidewire and burr were returned for this complaint. No housing was returned. The catheter burr was found to be broken from the distal coil. The annulus of the burr was examined and no issues were noted. The burr was examined and it was noted that the proximal coil was broken. The diameter of the returned 1.75 mm burr was measured as was found to be within specification. The coil was inspected and noted to be stretched and broken. Red/brown marks were observed on the burr which is consistent with the burr coming into contact with the stent in the patient. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the dfu states: select a guide catheter with an inner diameter of at least 0.1mm (0.004in) greater than the largest burr being used in the procedure. The dfu (90776629-01) recommends using a 0.073¿ guide catheter for a 1.75mm burr. During the procedure the user used a 0.071¿ guide catheter which was too small for the rotablator device. This would cause functional issues resulting in the reported event. (B)(4).

Event description:
It was reported that burr stuck in stent and device removal difficulty occurred. The target lesion was located in the left anterior descending (lad) artery. The physician implanted a non bsc stent but noted that the stent was not fully apposed. The physician went back through the newly deployed stent with a 1.25 rotaburr. More debulking was needed so a 1.75 burr was used and finally, a 1.50 burr. After several passes with these burrs, the physician did a polishing run with the 1.75 burr again. It was noted that the 1.75 burr became intertwined with the distal end of the non bsc stent and became stuck. Multiple measures were tried to retrieve the lodged burr but it was unsuccessful, thus the patient had to go to surgery. During the surgery, the burr was removed and bypass grafts were done at the same time. No patient complications were reported and the patient's status was well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that burr stuck in stent and device removal difficulty occurred. The target lesion was located in the left anterior descending (lad) artery. The physician implanted a non bsc stent but noted that the stent was not fully apposed. The physician went back through the newly deployed stent with a 1.25 rotaburr. More debulking was needed so a 1.75 burr was used and finally, a 1.50 burr. After several passes with these burrs, the physician did a polishing run with the 1.75 burr again. It was noted that the 1.75 burr became intertwined with the distal end of the non bsc stent and became stuck. Multiple measures were tried to retrieve the lodged burr but it was unsuccessful, thus the patient had to go to surgery. During the surgery, the burr was removed and bypass grafts were done at the same time. No patient complications were reported and the patient's status was well.